Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. At the time the complaint was initiated, b. Braun attempted to obtain samples and additional information concerning the case.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in sweden: "underinfusion". According to the customer: in the morning around 08:00, the colleague starts an infusion with ecalta (130 ml which should run in one hour and 30 minutes) preset program in the pump. Around 09:30 the pump alerts that vssi is finished. But about half of the liquid remains. Visually, no faults are visible on the unit or pump, possibly that the elastic part of the hose is slightly flattened. This case is in a larger number of complaint that has not been reported to us but to the mpa. This complaint is linked to 13 other complaints.